Event description:
On 09/16/08, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The pt tests his blood glucose once a day. He takes metformin, glyburide, and avandia. The pt indicated that the alleged meter issue started on an unspecified date/time in 2008. Although the pt was unable to test his blood glucose during the time of concern, he continued to take his medications as prescribed. About 2 weeks prior to contacting lfs, the pt claimed that he developed symptoms of feeling thirsty and really tired. He administered self-care by drinking a lot of water. He also scheduled an upcoming appointment to see his dr. The alleged meter issue was not resolved with troubleshooting. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hyperglycemia after the alleged meter issue began. The pt mentioned that he was unable to test his blood glucose since about four months because of the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.